Manufacturer narrative:
Siemens reviewed the data files. The thb results of the two patients' specimens in question appear to be valid. Co-ox diagnostic information indicates that the co-ox slide cell was stable and consistent during this testing period, showed no chronic co-ox related issues across the life of the mcart and thb recovery for the aqc samples were in range. The root-cause for the dissimilar thb results could not be determined.

Event description:
The customer reported discrepant elevated total hemoglobin results for two patients when run on the rp 500. There was no report of injury due to this event.